Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 403 mg/dl. The customer treated his blood glucose level with injections using a syringe. The customer's blood glucose level was 33 mg/dl but his sensor glucose reading was 90 mg/dl. The infusion set was bent. The device was not returned.